Manufacturer narrative:
The pump was not returned for evaluation. In addition, the initial reporter was unable to provide its serial number. (B)(4) is unable to evaluate the device or perform a review of its device history record.

Event description:
(B)(4) received a complaint of an infusion ending sooner than expected. Upon following-up, (B)(4) clinical learned that the customer had called to discuss a complaint she had received from a nurse of a therapy ending sooner than expected. She didn't have specific information on the therapy, only that a tpn therapy had ended between 30-60 minutes prior to the time expected. She did not have the pump's serial number, and claimed no harm to the patient involved with this complaints and didn't have any other specific details. The caller was encouraged to reach out to her pump servicer on this issue and the need for a repeat in the pm and calibration, also asked to attempt to obtain specific details of the infusion if possible. (B)(4).